Manufacturer narrative:
(B)(4). Concomitant devices: catalogue #: 00-0903-2518, 3.5mm self tapping cortical screw w/ t15 hexalobe size 18mm, lot #: 170685-j; catalogue #: 00-0903-2616, 3.5mm self tapping cortical screw w/ t15 hexalobe size 16mm, lot #: 172065-j. Foreign source - (B)(6). Customer has indicated that the product is in process of being returned to orthopediatrics for investigation.

Event description:
It was reported that following the implantation of an locking cannulated blade plate, the patient underwent a revision procedure due to plate fracture. The patient was placed in a spica cast for six weeks and complained of pain after thirteen days of mobilization. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A copy of the x-rays were evaluated and the reported event was confirmed. Investigation of the DHR did not reveal any process deviations or indications of manufacturing variations that would contribute to the observed failure mode. The plate was made to specification and there have been no recent design changes. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Orthopediatrics will continue to monitor for trends.